Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing. The device did not recognize the batteries were installed. Complainant indicated that there was no pt involvement in the reported malfunction.